Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. The analyst noted that the rv tip to rv coil impedance was 190 ohms on (B)(6) 2015. Concomitant products: 1342t lead implanted: (B)(6) 1998; 4195 lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that an alert was triggered due to low impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.